Event description:
A transfemoral valve-in-valve tricuspid case was performed to treat a pre-existing non-(B)(6) 31mm st. Jude surgical heart valve implanted in 2008. A 29mm sapien 3 ultra resilia valve was successfully implanted in the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).